Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. Product was disposed of by the customer due to contamination with chemotherapy. No failure investigation could be performed.

Event description:
The customer reported that the line was primed with saline and set to run at 500mls/hr. Chemotherapy was then commenced via a secondary line (not carefusion), the infusion was re-commenced at 500ml/hr. The nurse placed the IV line into the slot at the back of the alaris system pcu to keep it tidy. When the nurse returned, after having removed her gloves and gown, she noticed that the line had split above the silicon segment. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.